Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not articulating appropriately. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have signs of corrosion/contamination on the instrument bearings (pitch). The input disk bearings exhibited orange discoloration. The proximal end of the main tube exhibited orange discoloration. Additional observation not reported by site: the instrument was found to have corrosion on axis 5 clamping pulleys in the backend. The instrument was also found to have a cracked clamping pulley on axis 5 at the proximal end causing a non-intuitive motion issue. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated the instrument and initial findings were partially confirmed. The instrument was placed on an in-house system and failed engagement on multiple attempts. The housing was removed, and it was observed that the pitch cable was dislodged from its normal position on the clamping pulley. It was observed that the pitch and grip clamping pulley were broken. The broken clamping pulley likely caused the pitch cable to get dislodged the proximal end and as a result cause the instrument to fail engagement.

Event description:
Refer to h10/h11 for follow-up information.